Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. A bipap auto biflex device was returned to the third party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. The device was returned to the third party service center for evaluation. During servicing of the device, it was found that there was visible foam particles inside blower kit, dust and error code present. The device has been repaired.